Event description:
On (B)(6) 2010, pt reported the menu button is not responding to button presses; even if she presses the button really hard. Pt stated there is no audible beep when the button is pressed. Pt will switch to her backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.